Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and no delivery. The caller also reported that the customer experienced high blood glucose and presence of ketones, as well. The customer's blood glucose was over 400 mg/dl, which was treated for with a manual injection. The caller stated that the motor error occurred during a bolus attempt. The caller did not observe any significant events leading to the alarms. The customer was able to complete the rewind sequence. The customer's mother declined to troubleshoot for the no delivery alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The customer's most recent blood glucose was 387 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.